Event description:
It was reported that the cassette was not attached properly. There was unknown patient involvement/patient harm reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. E: phone number ext: (B)(6). H3: the device was received for evaluation. Service history review identified that the unit was previously serviced in 2020. Visual and functional tests were performed, and a defective downstream occlusion (dso) sensor valve was found. The cause of the problem was a defective dso sensor, and it was replaced to fix the issue.